Event description:
This is filed to report the leaflet perforation requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that visualization was difficult due to suboptimal transesophageal echocardiography (tee) image quality. One mitraclip was successfully implanted in the central position reducing the mr and the steerable guide catheter (sgc) was retracted into the right atrium. However, it was noted on echo that the mr had increased, and a jet was coming directly from the implanted clip. According to the physician, the posterior clip arm appeared to have perforated the posterior leaflet. The sgc was re-inserted into the left atrium and a second clip was implanted lateral to the first implanted clip and a third clip was implanted medial to the first implanted clip. A fourth clip delivery system (cds) was advanced in the patient, however after the leaflets were grasped the patients pressure gradient increased to 6mmhg. The leaflets were un-grasped, and the pressure gradient returned to baseline. The cds was removed from the patient and the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported poor visualization was related to imaging technique and equipment limitations. A cause of the reported tissue injury could not be determined. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d staff engineer. The reviewer stated: "three (3) echocardiographic videos were provided. The first video is of an intercommissural view with x-plane in which two fully deployed clips can be visualized. There is no mitraclip system in view indicating the video was taken post deployment of the second clip. Both clips are stable on the leaflets. The second video is a similar intercommissural view as the first video but with color doppler. In the second video, only one deployed clip can be visualized indicating that the video was taken post deployment of the first clip (reported device) and before the first video, chronologically speaking. Based on the color doppler there appears to be a regurgitant jet originating from the center of the clip. While the condition of the posterior leaflet cannot be assessed, the second video aligns with the reported details that post deployment of the first clip "a jet was observed on echo coming directly from the implanted clip". The third video is a similar intercommissural view with color doppler in which the first 2 implanted clips can be seen as well as the third cds that was used during the procedure, which aligns with the reported details that 3 clips were implanted."

Event description:
N/a.